Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was transferred back to the hospital for a laparotomy and repair of gastric leak from peg with washout. After the procedure, the patient was receiving nothing by mouth and no medications administered through the j-tube, as bile staining was still present. Attempts were made to obtain additional information regarding the reason for the laparotomy, final diagnosis, and any additional interventions the patient received, but no further information was available. Abbvie has chosen to report the unspecified post-procedural complications as they occurred in the peri-operative period of 7 days and required a surgical intervention (laparotomy).